Event description:
Dealer notified heraeus of a citojet that the dentist alleges, "device jerks and breaks ampules."

Manufacturer narrative:
As allowed by (B)(4), (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). This product is sold in the u.s, under the catalog model #66002392. It is only different in that the u.s. Distributed citojet has a flat plunger. The unit in this report has a plunger with a point. The u.s. Distributed citojet has been on the market without incident since 1985. Although, we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. The device required cleaning prior to evaluation and is outside of the warranty period of one year. The device was cleaned and is functioning well now. The device will be returned to the customer. Due to the aforementioned fact that the unit is out of warranty and the customer's failure to maintain, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.